Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: france. Review of the most recent repair record identified the following related repair: technician verified that the cutter failed the cut test but was returned damaged. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the device had problems with cutting. There was no harm, injury or delay as there was no patient involvement. Due diligence is complete. No additional information is available. After evaluation of the returned device, it was determined that the cutter failed to the test cut.